Event description:
It was reported to philips that the system was unable to boot up, stalling at "00:00". No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was started up and stayed on countdown 00:00. Upon troubleshooting, fse found that the dcps had an input of 220 and an output of zero. Fse determined that the issue was due to a defective direct current power supply (dcps) and needed to be replaced. To resolve the issue, fse replaced the dcps. The defective dcps was returned to philips for failure analysis, and during the failure analysis, it was found that there was no power during the bench test. Hence, no output was possible, and further testing was not possible. Failure was confirmed as a power supply defect. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.